Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 600 mg/dl. The customer is hard of hearing. His high blood glucose level and hospitalization could have been due to a bent cannula. The customer was diagnosed with ketones. He was wearing his insulin pump at the time of hospitalization. The customer was treated with IV. He also received a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.